Event description:
It was reported that the customer's insulin pump kept alarming no delivery. The customer had changed her infusion set out three times. The customer's blood glucose was 275 mg/dl. Troubleshooting was done. Assisted customer in performing a five unit fixed prime. The customer stated that the insulin did exit. The customer was unable to remove the infusion set to examine the cannula at the time of the call. Explained that the alarm may have been caused by an insertion site related issue due to a bent cannula or occlusion from an infusion set or insertion site. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.